Event description:
It was reported that the patient experienced trouble/problems with the pump. The neurosurgeon had not met with the patient yet. It was noted that the patient was in prison and contact had not yet been made with the patient. The reporter had no further information. The pump was used to deliver baclofen (unknown). No interventions or outcome were reported regarding this event. Additional information could not be obtained at the time of the report. Should additional be received a supplemental report will be filed.

Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2013, product type: catheter. (B)(4).